Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the normally closed tubing through pinch valve (pv38) was broken. The fse replaced the tubing and the instrument performed without any leaks. The fse then performed verification of instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 1 cubic centimeter of clear fluid leaked from the coulter lh 500 hematology analyzer. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The operator was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.